Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopy: "during introduction of the optical, the wire that holds the balloon trocar unraveled. The lens has not pierced the aponeurosis, and the surgeon has removed all the filaments." Patient status: ok.